Event description:
Alleged malposition. Follow-up findings: as per physician capsule adherence causing knuckle of the implant.

Manufacturer narrative:
Adverse event terms: deflation. The potential for the above-noted event(s) to occur is addressed and/or anticipated in the lableling. Mcghan medical does not consider that the assignment of the medwatch evaluation codes are, necessarily, an accurate reflection of mmc's evaluation of the device. Evaluation of the returned device, reportedly the subject of alleged "knuckle due to capsule adherence", ant the subsequent recent alleged event of deflation, found one sharp-edged opening in the implant shell. The valve functioned satisfactorily. No creases were noted. The opening noted may have occurred during explantation and/or post operative handling. The device was removed on 7/2/1998 for a second reported event of alleged deflation. The exact cause of the reported event is unknown. However, capsule adherence is a known physiological phenomenon. The potential for both capsule formation and deflation to occur is addressed in the labeling, and they are not unanticipated events.